Event description:
Covidien received user facility report (B)(4) with the following event description: pulse ox on. Day shift rn left room about 7:15 am. Pulse ox was working, pt breathing, no problems. Rt check on pt at about 7:45 am. Pulse ox on, with only dashes on screen. Alarm not ringing. Pt cold and pulseless. Md was present and ran the code. After about 20 min the code was terminated, could not bring pt back.

Manufacturer narrative:
(B)(4) notes: pulse ox inspected by rt, no defaults seen. Sent to (B)(4) for insp/testing. Finger probe extension cable was bent at connector receptacle causing loose connection. Nurse call cord plug housing separates from the threads. Could work at time. Device available for eval: yes. Note: multiple attempts (four) to retrieve the device and accessories and to gather add'l details regarding the event have been made. Covidien will continue attempts to obtain the equipment and add'l info/clarification regarding the event. A supplemental report will be provided with the conclusion of the investigation.